Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose of 600 mg/dl. Customer treated with manual injections and the insulin pump. Customer performed a manual prime and the insulin did exit the tubing. The pump settings and programming were reviewed and found to be correct. Customer had a low reservoir alarm, low battery alarm, and no delivery alarm in the alarm history. Caller stated that she did not have a tubing clamp. Customer will be sent out a tubing clamp and was advised to call back to continue troubleshooting. Customer was advised to do a complete set change.